Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up on an unknown date. Upon device interrogation, the right ventricular exhibited undersensing and failure to capture. Chest x-ray revealed the lead to have been dislodged. The patient was brought into procedure on (B)(6) 2019 and the lead was explanted and replaced. The patient was stable throughout the procedure.